Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events could not be conclusively established. The heartmate ii lvas was not explanted for analysis. The heartmate ii left ventricular assist system instruction for use (IFU) and the hmii patient handbook also explains that disconnecting the driveline from the system controller will cause the pump to stop. The heartmate ii lvas IFU (document 106020-wcd, rev. E) is currently available. Section 1 of this IFU lists death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 2 explains that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. It is also explained that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. The section entitled "alarms and troubleshooting" outlines all system controller alarms, including pump stops, as well as how to respond to each alarm condition. The system monitor section outlines the low-speed alarm. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook (document 106022, rev. G) is also currently available and warns users that disconnecting the driveline from the system controller will cause the pump to stop. This handbook contains important warnings related to pump stops. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's death was considered to be user error. The patient was instructed to not disconnect the driveline from the controller. The patient disregarded the instruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was found unconscious by a family friend. Reportedly, the patient disconnected his driveline to untangle the cords and was unable to reconnect the driveline cable. The pump was off for 4-5 minutes before the patient lost consciousness. The patient's friend was able to reconnect the driveline and restore power but the patient never regained consciousness. Emergency medical services (ems) was called and CPR was initiated. The vad coordinators reported the patient coded on arrival and expired due to cardiac arrest. No further information was reported.